Event description:
It was reported that within approximately six weeks of implant that the left ventricular (lv) lead had dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed and no anomalies were found. Concomitant products: 5076 x2 implantable pacing leads (B)(6) 2013. (B)(4).